Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
In the article ¿complete intestinal obstruction and necrosis as a complication of a ventriculoperitoneal shunt in children¿ published in medicine (baltimore). 2015 aug; 94(34): e1375, doi: 10.1097/md.0000000000001375, it was reported that 2 patients had abdominal complications after chpv insertion. Patient #1: (B)(6) male with intestinal obstruction, adhesions and bowel necrosis. A (B)(6) boy received surgical resection of a medulloblastoma and an unknown chpv shunt was inserted to manage progressive hydrocephalus. Two months later, he was admitted with intermittent vomiting, and plain abdominal radiography showed complete intestinal obstruction. Emergency laparotomy revealed an adhesive intestinal obstruction around the catheter, and approximately 5¿cm of necrotic ileum was resected. His recovery was uneventful. At the time of complaint entry there is no catalogue or lot number information available. (B)(4).